Event description:
My mentor smooth round spectrum breast implant deflated within 2 weeks of implantation. This required additional surgery at (B)(6) hospital, where it was originally placed, with general anesthesia to remove and replace.